Manufacturer narrative:
A specific root cause was not identified. Quality controls prior to and after the event were acceptable. Analyzer performance checks were within specification. Based upon the information provided, it was determined possible reasons for the high troponin t result were electromagnetic interference (emi) in the laboratory and/or pre- analytical sample handling issues by the customer. It was noted the cusotmer is using a sample clotting time that is too short and a centrifugation speed that is too high. The customer was informed of this issue.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer received a questionable high result for troponin t (tnt) on the elecsys 2010 rack analyzer for one patient sample. The initial result run in a sample cup gave < 0.010 ug/l. This result was accompanied by a data flag. The customer systematically repeats patient samples for tnt. The user repeated the sample twice giving tnt results of 0.031 ug/l and < 0.010 ug/l respectively. Both repeat tnt results were accompanied by data flags. The high troponin t result of 0.031 ug/l was not reported outside the laboratory and the patient was not affected. The reagent lot number for tnt was 15887701. It was determined a possible cause was the customer only allowing samples tubes to clot for 10 minutes. The manufacturer's recommendation for clotting time is 30 minutes.

Event description:
It was reported that the physician punctured the pt's left femoral artery and inserted the sheath and dilator. He then attached the blue one-way valve and vacuumed the intra-aortic balloon (iab) twice inside of the tray to wrap the iab tightly. He then grasped the catheter closely and removed it from the tray per the instructions for use. During iab insertion, the iab stopped advancing. The physician tried to advance the iab carefully, however, he could not pass it through the sheath due to critical resistance. As a result, he removed the sheath and iab together from the pt and opened a new iab kit. The second insertion was successful. Additional info received on 11/01/2010 from the distributor stated that "the saf sheath was used in this event. Also, the same insertion site was used for both insertions." There were no reported complications, injury or death. There was a 5 minute delay/interruption in therapy. There was no excessive bleeding and the pt is fine.